Event description:
Catheter placed left arm on 1/11/96. Pt called on 1/15/96 to report she had been hospitalized with cellulitis and blood clot. Pt states symptoms began 1/13/96 with soreness of left arm. She states the home care agency was notified 1/14 of symptoms and that pt had removed catheter herself.